Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire on the mega needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken grip cable at the distal idlers. The idler pulley spun freely and was not damaged but did exhibit some wear. The cable segment stuck out at the instrument's wrist at approximately 0.5465 in length. Other cables at wrist were not damaged. Additional damage not reported by the customer was main tube damage. The distal end of main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.